Event description:
Information was received that during bench testing of this smiths medical medfusion 4000 pump, the pump experienced failure with high acuity patient. It was reported that the pump exhibited alarm and reverse flow error. Reported that the pump history confirmed multiple instances of error. No reported adverse effects.